Manufacturer narrative:
Correction: bd (carefusion) is not the legal manufacturer of the device and therefore is not responsible for reporting it. This complaint was over reported by bd and should not have been reported by bd at all. Please consider this MDR cancelled. H3 other text : see section h.10.

Event description:
It was reported that smartsite 20mm vented vial access device had connection issues during use. The following information was provided by the initial reporter: following on detaching issue on chemotherapy vials, I'd like to know the diameter of the "needles" for the mat# mv0420 et mv0413 in "equivalent needle gauge" if possible. (Info taken out from the declaration) during the manufacture of a durvalumab-based chemotherapy bag, the elastomer stopper completely became detached from the crimp when percussion was carried out with a spike. The stopper fell to the bottom of the bottle. Case occurred 3 times the same week. Clinical consequences: risk of particulate contamination in the bottle. Risk of soiling the worktop. Loss of expensive product. Actions taken: declaration to supplier of duvalumab which recommends the use of needle and air intake. However, bpphs require the use of a closed system for handling in class d overpressure isolators.

Manufacturer narrative:
Date of event: unknown. The date event reported to cfn has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that smartsite 20mm vented vial access device had connection issues during use. The following information was provided by the initial reporter: following on detaching issue on chemotherapy vials, I'd like to know the diameter of the "needles" for the mat# mv0420 et mv0413 in "equivalent needle gauge" if possible. (Info taken out from the declaration) during the manufacture of a durvalumab-based chemotherapy bag, the elastomer stopper completely became detached from the crimp when percussion was carried out with a spike. The stopper fell to the bottom of the bottle. Case occurred 3 times the same week. Clinical consequences: risk of particulate contamination in the bottle. Risk of soiling the worktop. Loss of expensive product. Actions taken: declaration to supplier of duvalumab which recommends the use of needle and air intake. However, bpphs require the use of a closed system for handling in class d overpressure isolators.